Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), and downloaded the latest software revision. The unit passed all tests and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator went into safety valve open. There was no change in therapy, or report of serious injury or death associated with this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.